Manufacturer narrative:
Low pressure alarm was activated in a compressor mini. The customer replaced the intake pipe and was reported returning to working condition. No more info is available. If air is leaking, the pressure in the compressor will not be build up. Low pressure alarm will be generated. If the compressor fails to supply air the connected ventilator will switch to pure oxygen delivery and alarms for high oxygen concentration will be generated. If, in addition, no oxygen is connected to the ventilator, ventilation will stop. Alarms will be generated. Due to lack of information, it is not possible to identify the underlying causes of the issue. H3 other text : 4114.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported, that the compressor generated an alarm for low pressure. There was no patient harm. Manufacturer ref. #: (B)(4).